Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported fracture of prosthetic screw at tooth site 46 in internal connection. Implant had to be removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. The screw was identified fractured at the threads region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1212052. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1212052 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.